Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of loop broken. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The available event details and information provided by the customer do not provide sufficient evidence to determine whether the loop break was attributable to physician technique during the procedure or to a potential device malfunction. In the absence of a proper device evaluation, the most probable causes contributing to the event cannot be determined. Additionally, the product record review did not identify any potential product quality issues or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a sensation snares was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. It was reported that the snare wire broke while attempting to resect a polyp. The procedure was completed with another sensation snares. There were no patient complications reported as a result of this event.